Manufacturer narrative:
Device technical analysis: it was indicated that the device was not available for return; therefore, a technical analysis of the complaint device could not be completed. There are 2 pictures attached in the complaint where it is possible to observe catheter has a broken luer and serial number. No further nor additional product analysis could be performed since the device did not return.

Event description:
The farawave ablation catheter was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that the catheter was found to have a broken luer towards the end of the procedure. No issues were noted during the procedure, but leakage was observed when the catheter was removed from the patient. Despite this, the procedure was completed successfully without patient complications. The device is not expected to be returned for analysis as it is retained by customer.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
The farawave ablation catheter was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that the catheter was found to have a broken luer towards the end of the procedure. No issues were noted during the procedure, but leakage was observed when the catheter was removed from the patient. Despite this, the procedure was completed successfully without patient complications. The device is not expected to be returned for analysis as it is retained by customer.